Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appears to match the damage found. This is a final report.

Event description:
It was reported that the patient is not having access to sound with the device anymore. A head trauma has been reported.

Event description:
It was reported that the pt is not having access to sound while the device anymore. A head trauma has been reported.

Manufacturer narrative:
Additional information: the complaint has been closed out as there is no information about a potential date for surgery. Based on received information, it seems that the implant housing was damaged due to the reported accident. The complaint can be re-opened if further relevant information is received.

Event description:
It was reported that the patient is not having access to sound with the device anymore. A head trauma has been reported.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.